Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the system controller was noted to have an "oozing" like appearance at the opening of the modular cable hole that was noted during the modular cable exchange. The patient was issued a new modular cable and system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a brown ¿oozing¿ substance was confirmed. Visual inspection of the returned hm3 system controller, serial (B)(6), revealed a dried brown substance on the gromet where the driveline connects. The controller was functionally tested and passed all steps without any issue. The device was operated on a mock circulatory loop for an extended period of time without reproducing any alarms. After all of the testing, the controller was opened up, and no evidence of fluid getting inside the controller was observed. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. Heartmate iii patient handbook (rev. C) section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. No further information was provided. The manufacturer is closing the file on this event.